Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). Na.

Event description:
The customer complained of discrepant inr results with a coaguchek xs meter with an unspecified serial number compared to a "chronometric plasma" laboratory method. The result from the meter was 5.6 inr. The result from the laboratory was 3.62 inr. The customer's therapeutic range is 3.5 - 4.5 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation.

Manufacturer narrative:
The customer's meter serial number (B)(4) and strip lot 353498-19 were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.7-3.5 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. Relevant retention test strips (lot 353426) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.